Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that, the patient faced four infusion set's tubing detachment event on (B)(6) 2025. Detachment was from connector. Infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-07116. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006843, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006843 was manufactured according to the work instruction (wi) version 112 and manufactured in the line 2, on 25/apr/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4d04560 was manufactured according to the wi version 6 and manufactured in the machine itl01, on 24/apr/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.